Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the wire was separated. The one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had slight damages on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a separated wire. No patient harm, adverse outcome or injury was reported.